Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was found to be damaged due to improper instalment. This is confirmed as the cause of the needle failing to retract. During the investigation it was noted that the tip of the soft cannula above the cross drill hole was damaged. The found damage did not influence the delivering of insulin neither did it cause the reported symptom code.

Event description:
It was reported the patient¿s blood glucose level reached 300 mg/dl. The pod was worn between 36 and 48 hours on the abdomen. It was reported that the needle did not retract. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.